Manufacturer narrative:
(B)(4). Date sent 12/4/2025 d4 batch #490d11 corrected data d4: UDI# investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ntlc75 device was returned with no apparent damage, and with no reload present. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. In addition, a tyvek was received along with the device. The event described could not be confirmed as the device performed without any difficulties noted and no cartridge was returned for analysis. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 490d11, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent 11/10/2025 d4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. B3: unknown; captured as awareness date. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: please provide more details for "he staples came off one by one". Were any staples delivered into the tissue at all? No. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note.were there staples missing from the staple line (staples not present/visible on any portion of the staple line)?I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic bladder total extirpation, the staples came off one by one, and it felt like the anastomosis was less complete than usual. The procedure was completed with additional sutures. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.